Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right side. The 85% stenosed, 20mm in length, 2.50mm vessel diameter, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilation was performed that resulting to 25% residual stenosis, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure the shaft broke while crossing the calcified lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and that patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 20.8cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis. E1-initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right side. The 85% stenosed, 20mm in length, 2.50mm vessel diameter, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilation was performed that resulting to 25% residual stenosis, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure the shaft broke while crossing the calcified lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and that patient status was stable.